Event description:
It was reported that a pt was examined with the torso xl coil around the hips. No abnormalities were observed during the examination. After the examination a second degree burn with blister of 2cm in diameter was observed on the right hip of the pt.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.